Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia was implanted in the endovascular treatment of a 15mm thoracic aortic dissection.  It was reported that during the index procedure, it was difficult to deploy the stent graft at the planned position using the screw gear. Suddenly the stent graft moved into a descending position and then it was deployed. Another stent graft of the same size was placed without issue.  Per the physician the cause of the deployment issue was not specified.  No additional clinical sequalae were provided and the patient is fine.